Manufacturer narrative:
The device is not available for eval. A f/u report will be filed if the device is received and when a quality investigation has been completed.

Event description:
It was reported that the micro saggital saw ran without user activation during a case. A back-up was used to complete the procedure without pt or user injury, and there were no adverse consequences.